Event description:
A customer purchased a box of 100 ot test strips; 2 bottles inside were code 6 (lot# 107884a) and the other 2 were code 7 (101726a) the box of strips had the lot# 107884a for the code 6 strips. Customer reported that the customer thinks the "ts" were switched because the box should just have one code number on all 4 vials. Patient reported that when the customer opened the box the customer noticed the vials had different lot # and code #. No adverse events have been reported.